Event description:
Additional information received reported that the patient received assistance from the physician or manufacturing representative and their concerns were resolved.

Event description:
It was reported that there was no stimulation sensation. There was a loss of therapeutic effect. The patient was charging longer than expected. There was a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. The patient went to their doctor on (B)(6) 2015 and indicated that they were in pain and the stimulation was turning off. The patient met with the manufacturer representative on the day of the report because it was thought that the ins was not holding a charge. The stimulator shut off and the patient noticed this about (B)(6) 2015. The patient recharged for about three hours three days ago and it was thought that the patient was not doing it right because the manufacturer representative was reading the ins and the patient was only charging for an hour. The patient lost track of time and it could have been over a week ago not three days ago when she tried to recharge for three hours. It was later noted that the patient thought that it was about (B)(6) 2015 when they recharged for three hours. They sat there for so long recharging that they felt it burning. The patient usually recharged every for about an hour except for the time when she sat for three hours. They usually had six coupling boxes when recharging it was thought that the ins was at about 50% when they were recharging but the manufacturer representative showed the patient that the battery life was about 75%. The patient found that the programmer batteries were low on the day of the report and they charged the batteries. The patient learned that if she increased the stimulation she used up more of the ins battery. The manufacturer representative did some adjustments on the day of the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).